Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device memory indicated power-on reset parameters were present. No reason power on reset (por) occurred on (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) experienced as power on reset (por). As a result the patient experienced bradycardia, tiredness, ventricular tachycardia and syncope. The patient was admitted to the clinic and the device was reset to the original settings. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: additional analysis of the returned device confirmed the reported power on reset (por). Attempts to charge the device weren¿t successful due to the failure of the t1 transformer in the hybrid¿s high voltage charging circuit. The low-side secondary windings of the transformer measured as an open circuit.

Event description:
It was also reported that the patient experienced ventricular fibrillation (vf) but there was no severe patient impact. No further p atient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: additional analysis was performed. Analysis revealed attempts to charge the high voltage therapy capacitors was not successful. The cause of the charging failure was a defective transformer and it was found to have an open circuit on the low side secondary winding. It was determined the cause of the charging failure was due to a cut in the transformer low side secondary windings. There was evidence to support the cut may have occurred during analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) experienced a power on reset (por). As a result, the patient experienced bradycardia, tiredness, ventricular tachycardia and syncope. The patient was admitted to the clinic and the device was reset to the original settings. The device was subsequently explanted and replaced. No further patient complications have been reported as a result of this event. It was also reported that the patient experienced ventricular fibrillation (vf) but there was no severe patient impact. No further patient complications have been reported as a result of this event.